Event description:
It was reported that after a monarc was implanted, the patient experienced mesh extrusion into the vagina, which caused pain. The mesh was partially excised on (B)(6) 2015. The issue was considered resolved and no further patient complications were reported.